Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The patient was sleeping at the time of the shocks. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to test the system. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient had inappropriate shocks due to oversensing of noise via reduce intrinsic amplitudes. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. The patient was sleeping at the time of the shocks. An x-ray was done, and it was confirmed that the electrode was fully inserted into the header. Technical services advised some testing options. The local representative was able to test the system. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.